Event description:
It was reported to baxter (B)(4) that a uv flash transfer set's connector separated from a titanium adapter. There was no visible damage or residue on the connector. There was patient involvement but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number.the actual sample has been received by baxter for evaluation. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. Visual inspection performed with the following issues noted: flared patient adapter and discolored patient adapter. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample was confirmed for the reported problem.